Event description:
It was reported that the patient became refractory and the device was explanted and was not replaced. There was not normal battery depletion. There was no patient death and the patient recovered without sequelae.

Event description:
Additional information from the gastroparesis patient's "healthcare provider (hcp) reported that while the patient "did well" with their therapy initially, the patient "over time experienced less and less therapeutic effect." The patient "ultimately requested explantation, which was done in (B)(6) 2014 and combined with a pyloroplasty." The patient was doing well following the procedures.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the explantation was done on 2014-(B)(6). There was not a 50 percent or greater symptom reduction and the patient initially responded but had become refractory. The cause of the event was not determined, it was not device related, and reprogramming was not needed. The device did not malfunction. The troubleshooting, intervention, or other action taken to resolve the event was the that voltage was adjusted periodically without success. The patient experienced a loss of therapeutic effect and did not experience a loss of stimulation. The patient was improved as a pyloroplasty was done at explantation with success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), product type: lead. Product ID: 435135, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.